Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was in emergency room and visit to intensive care unit due to high blood glucose on (B)(6) 2020 with blood glucose of 500 plus mg/dl. The customer experienced symptoms such as abdominal pain. The customer was treated with manual syringe. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.